Manufacturer narrative:
One cadd prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of wrong cassette alarm was verified. The event log does show the errors. The downstream occlusion sensor will be replaced in service. Use testing was performed. The problem source is defective component of the downstream occlusion sensor.

Event description:
Additional information received: no patient involvement.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd prizm vip pump displayed intermittent wrong cassette alarm. No reported adverse effects.